Manufacturer narrative:
This device will be returned for analysis. Upon analysis completion this investigation will be updated.

Event description:
It was reported that a burning smell was noted when this programmer was turned on. The programmer will be returned. No adverse patient effects were reported.

Event description:
It was reported that a burning smell was noted when this programmer was turned on. The programmer will be returned. No adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.